Event description:
New d5.9 l hung on primary tubing already in place, 2nd bag k-phos rider hung with tubing already in place. Rate 64/hr. Total 256 and bag noted to be infusing too fast when ivac put on hold, drip chamber of primary tubing filled up. IV then stopped. Tubing and ivac removed, sent to clinical engineering, packaging not available. No pt injury.